Event description:
It was reported that a device experienced a system error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Eval confirmed that the unit was received inoperable due to reported symptom of system error 105 caused by a failed motor. The motor assembly was replaced.